Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the breast correction surgery, a unipolar dissector was used with the generator. A negative plate was paste on the patient's right thigh (observed with rich in muscles and blood vessels, clean and dry skin). The surgeon, anesthesiologist, and circulating nurse jointly checked the patient information and induced anesthesia. After anesthesia, the skin was disinfected with 5% antiseptic iodine and left to dry. The power of the dissector was adjusted to 20watts according to surgeon's order. Then the surgeon triggered the dissector to cut the skin and realized that the skin where the dissector held on a right hand was hot and had felt an electric shock. Surgeon stopped immediately using it and turned off the power. The scrub nurse immediately checked the patient¿s skin and found that the patient¿s skin incision had burns at 5cm on the upper right side and 5cm on the lower right side. The skin around the burned area was red and white in the middle. The scrub nurse immediately covered the burned area with wet gauze. The nurse found that the connection between the electrosurgical pen and the host was hot when inspecting the equipment. The surgeon checked that the gloves were not damaged, but when replacing the gloves, found that the skin between the thumb and index on surgeon's right hand was red and blistered. They replaced the generator, dissector pen, circuit negative plate and circuit negative plate wire and no issue occurred. Followed the doctor's advice and asked a burn plastic surgeon for consultation, and it was diagnosed that the burned skin of the patient was a superficial second-degree scald.

Event description:
According to the reporter, during the breast correction surgery, a unipolar dissector was used with the generator. A negative plate was paste on the patient's right thigh (observed with rich in muscles and blood vessels, clean and dry skin). The surgeon, anesthesiologist, and circulating nurse jointly checked the patient information and induced anesthesia. After anesthesia, the skin was disinfected with 5% antiseptic iodine and left to dry. The power of the dissector was adjusted to 20watts according to surgeon's order. Then the surgeon triggered the dissector to cut the skin and realized that the skin where the dissector held on a right hand was hot and had felt an electric shock. Surgeon stopped immediately using it and turned off the power. The scrub nurse immediately checked the patient¿s skin and found that the patient¿s skin incision had burns at 5cm on the upper right side and 5cm on the lower right side. The skin around the burned area was red and white in the middle. The scrub nurse immediately covered the burned area with wet gauze. The nurse found that the connection between the electrosurgical pen and the host was hot when inspecting the equipment. The surgeon checked that the gloves were not damaged, but when replacing the gloves, found that the skin between the thumb and index on surgeon's right hand was red and blistered. They replaced the generator, dissector pen, circuit negative plate and circuit negative plate wire and no issue occurred. Followed the doctor's advice and asked a burn plastic surgeon for consultation, and it was diagnosed that the burned skin of the patient was a superficial second-degree scald. The patient had a consultation with the burn department after surgery, was transferred to the ward for further treatment, and had been discharged.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burnt skin on the right side of body. A potentially related device issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.